Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient not cleaning area before performing therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with injection fortum (intraperitoneal, 1 gram in third bag only, frequency and duration not reported) for peritonitis. Dianeal therapy was ongoing. Patient outcome was unknown. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.